Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states "inadequate range of motion due to improper selection or positioning of components.".

Event description:
It was reported that the patient underwent an initial left initial hip procedure on (B)(6) 1997. Subsequently, the patient was revised on (B)(6) 2015 due to impingement and limited range of motion. The liner was removed and replaced.